Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information b3 - date of event: used 10/01/2024 as the event date was not reported. G4 - premarket / 510(k) #: k160514, k222568.

Event description:
It was reported that catheter issue occurred. An opticross 18 imaging catheter was selected for use. However, it was noted that the device could not provide imaging beyond a grainy background screen from the beginning. Subsequently, the device experienced a power overload, causing the catheter to wrap around the guidewire when the imaging was stopped. An attempt to unplug and reconnect to the motor drive unit (mdu) was performed, but the issue persisted. It was further reported that the procedure was completed using another opticross 18. Moreover, the patient was doing well post-procedure.

Manufacturer narrative:
B3: date of event: used 10/01/2024 as the event date was not reported. G4: premarket/510(k) #: k160514, k222568.

Event description:
It was reported that catheter issue occurred. An opticross 18 imaging catheter was selected for use. However, it was noted that the device could not provide imaging beyond a grainy background screen from the beginning. Subsequently, the device experienced a power overload, causing the catheter to wrap around the guidewire when the imaging was stopped. An attempt to unplug and reconnect to the motor drive unit (mdu) was performed, but the issue persisted.